Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, scratched display window, missing end cap sticker and cracked case near display window corners noted during visual inspection. The blank display was due to moisture damage on electronic assy.

Event description:
The customer's mother reported via phone call that the insulin pump had moisture damage. The customer's blood glucose reading was 108 mg/dl. Mother stated the insulin pump was exposed to moisture; water. She stated that after exposure the insulin pump had a constant tone and the screen went blank. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.